Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check te pad/adjust belt messages) was confirmed. As received, the belt failed the te recognition test. Upon investigation the trunk cable was pulled short and the solder joint at the rear pulse wires in the dn was broken. The cause of the failure was a broken solder joint. The cause of the broken solder joint was the pulled cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A zoll distributor returned belt (B)(4) indicating that a patient was receiving "check te pad" and "adjust belt" messages.